Event description:
It was reported that the patient had a pain pump implanted and it had turned sideways. The edges were poking out and making a lump in his side. Per the reporter, it was "very uncomfortable."

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).